Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Failure analysis found the primary failure of conductor wire insulation damage to be related to the customer reported complaint. The instrument was found to have the conductor wire insulation damaged. A piece measuring approximately 0.028" x 0.023" was missing from the insulation and not returned. The conductor wires were exposed. The instrument passed an electrical continuity test. Additional findings not reported by the site: the instrument was found to have scratch marks / abrasions on the yaw pulley.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information was received, and the RMA was reopened to update the failure investigation conclusion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting damaged insulation, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being reported based on the following conclusion: it was alleged that the maryland bipolar forceps instrument had an insulation damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with other urinary diversion surgical procedure, the maryland bipolar forceps instrument had a damaged insulation. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.